Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues reappeared.